Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec34-i10l. In the event reported, the user states that there was no video image. The timing was in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10l-us is available in the USA with a 510k number k131855. The device was returned to pentax medical for further evaluation on service order (B)(4). The device is currently pending investigation. On 13-dec-2021, a device history record (DHR) review for model ec34-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 26may2015 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g4:premarket identification PMA/510(k) g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. Evaluation summary: customer reported no video image. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. However, there was no repair data that could determine the cause so we didn't know what was causing it.